Event description:
It was reported that a patient had a fall and the device stopped working. Troubleshooting included x-rays. The event cause was not determined and was not device related. The device system was going to be explanted and the patient would be re-implanted. No symptoms or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ge5e, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).